Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2013, at 12:30pm she obtained an alleged inaccurate high reading of "354 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with insulin. In response to the high reading, the patient claimed she administered to herself 20 units of humalog insulin. Approximately 15 minutes after administering the insulin, the patient reported developing symptoms sweaty and rapid heartbeat. At the onset of symptoms, the patient tested her blood glucose and obtained a reading of "60 mg/dl." The patient stated she treated herself with 2 glucose tablets in response to the low symptoms and confirmed feeling better afterwards. The patient mentioned she retested again after treating self with the glucose tablets and her blood glucose was "90 mg/dl." At the time of troubleshooting, the cca noted that patient did not have the subject meter or testing supplies with her. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.